Manufacturer narrative:
Investigation evaluation: our evaluation of the product said to be involved confirmed the report. The supplier conducted a full evaluation of the returned slh-1. The central bar is bent. The central bar shows signs of wear where the basket wrapped around. The central bar does not rotate counter-clockwise as intended because of strong resistance caused by the bend in the central bar. The luer lock connection remains connected to the device. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. As requested, the engineering specifications for handle integrity were also reviewed. The requirements the handle must meet are sufficient for its intended use, when used with cook medical devices. In terms of overall device performance in the field, the rate of device failure is at an acceptable level. There are no trends associated with the handle breaking prematurely. The device durability was tested to confirm the device would function for the stated 3 year shelf life. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states that the device is reusable as long as integrity of the device is intact. "During cleaning, inspect integrity and function of device to determine advisability of reuse. If kinks, bends or breaks exist, do not use." The instructions for use also states: "reusability of device depends in a large part on care of device by user. Factors involved in prolonging life of this device include, but are not limited to: thorough cleaning following instructions included in this booklet." According to the report a basket other than a cook basket was used. The instructions for use for the slh-1 state: ¿only select cook biliary soft wire baskets are recommended for use with this device.¿ prior to distribution, all soehendra lithotriptor handle's are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used the cook soehendra lithotriptor handle (slh-1), cook conquest ttc lithotripor cable (ttcl-1), and another manufacturer's extraction basket. The sheath of the basket was removed in the state of the basket impaction and the wire was exposed. The physician attempted to crush the stone with the combination of the reported slh-1 and the ttcl-1, but the handle of the reported slh-1 was greatly deformed when there was strong force applied to the handle of the reported slh-1. The physician stopped using the reported device and used another device (the detail is unknown). The removal of the stone was completed. The basket catheter which was used with the reported device was another manufacturer's extraction basket. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.